Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to remove the cartridge, inspect the o-ring, and clean the pneumatic tap area. After following the given instructions, the customer successfully completed the load process and resumed insulin delivery.